Event description:
It was reported that, "two complication forms were rec'd from the site. One form indicated "pes tendinitis with calcification in the medial compartment"; pain over the medial join line; severity was moderate; relation to the device was marked "uncertain";treatment consisted of "lidocaine and kenalog injections, physical therapy x3; the event was unresolved as of 2008." The second complication form indicated "increased swelling"; mild in severity; relation to device is "uncertain"; no treatment and unresolved as of 2008.

Manufacturer narrative:
Device not returned. Device is still implanted in pt and therefore, it is not available for eval. No eval will be performed. Should device become available with add'l info, a supplemental report will be issued.